Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm during bolus and was not sure how it occurred. Customer's blood glucose was 187 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.